Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and revealed episodes of high capture threshold and an increase in pacing impedance on the right ventricular (rv) lead. All other electrical parameters were stable and in range. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received indicating that the device was reprogrammed to address the high capture threshold and high pacing impedance. A lead revision procedure is expected but has not yet been performed. The patient was stable.